Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery- suction ring assembly issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was also noted that suction losses were on the same patient and that the procedure was not completed and it was rescheduled for (B)(6) 2015. It was stated that one (1) flap/ring was lost. There was no patient injury reported and no surgical intervention was required. This report is one (1) of three.

Manufacturer narrative:
Additional information- date of birth: (B)(6) 1985. Age at time of event: (B)(6) years. Sex: female. Concomitant medical products: wavelight, serial number (B)(4) and intralase, serial number (B)(4). Account reported that the suction loss issue during raster occurred exactly at 5 seconds remaining with the patient's left eye (os). It was reported that the patient wanted to try lasik at a later time rather than having with photorefractive keratectomy (prk) procedure. There was no loss of best corrected vision acuity (bcva). On (B)(6) 2015, the patient's pre-operative refraction was: bcva ¿ right eye (od) 20/20, -2.00 x -.75 x 12, bcva ¿ left eye (os) 20/20, -1.00 x -.50 x 63. On (B)(6) 2015, the patient's post-operative refraction was: bcva ¿ right eye (od) 20/20, .25 x .00 x 90, bcva ¿ left eye (os) 20/20, .75 x -.50 x 135. All pertinent information available to abbott medical optics has been submitted.